Event description:
It was post-operatively discovered that the patient experienced a cardiac perforation with subsequent pericardial effusion and cardiac tamponade. The patient had become hypotensive and was taken back to the electrophysiology laboratory to have a pericardial drain placed. The patient was again hypotensive with angina later that evening. The pericardial drain was then repositioned. The patient also experienced nausea, vomiting and possible ileus due to multiple narcotics. The patient was released three days post-implant. It is unknown which lead the effusion was attributed to. The right ventricular (rv), right atrial (ra) and left ventricular (lv) leads remain in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.